Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed the motor test. The device had a scratched lcd window, cracked case on the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, and a cracked on battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.